Manufacturer narrative:
Concomitant medical products: w1dr01, ipg implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and the leads were partially explanted because the device had eroded and the pocket was infected. Cultures were taken and antibiotic treatment was provided. No further patient complications have been reported as a result of this event.